Event description:
It was reported by repair work order that the jack was stuck raised and could not lower due to malfunctioned pump pedal shaft. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.